Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The device was manufactured 02/08/2017 - 02/09/2017. The device was received for evaluation. Visual inspection revealed that the tubing was separated from the drip chamber. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing pulled out of the drip chamber of a clearlink vented paclitaxel set, leading to a leak of paclitaxel. This occurred during priming. There was no patient involvement. No additional information is available.